Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump prior to contacting technical support, but cts provided instructions for proper storage and advised on steps to take upon receiving a replacement pump, which would include updated software. Cts confirmed shipping details, sent the replacement pump, and advised the caller to return the problematic pump using the provided return box and pre-paid label within 10 days.